Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported at completion of annual pm error codes were generated. No patient involvement reported.

Manufacturer narrative:
The manufacturer's field service engineer replaced the da-mc cable to resolve this issue.